Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The zipfix was implanted on an unknown date in 2013. During a hospital visit on an unknown date the zipfix was found to be protruding from the patient's chest. The patient did not experience any pain from the protrusion and the sternum was stable. The removal of the zipfix due to the protrusion was postponed to (B)(6) 2016. During the surgery it was identified the zipfix did not erode, however the skin around the zipfix created a cavity.

Manufacturer narrative:
(B)(4). The subject device was scheduled for removal on (B)(6) 2016 however it is unknown as of the submission date of this report if the revision surgery has been performed.the subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a sternal zipfix implant eroded postoperatively. The patient is currently stable however there is concern that an unstable sternum may lead to nonunion. Revision surgery was scheduled on (B)(6) 2016 to remove the reported implant. The initial date of the reported zipfix is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was conducted/performed. The report indicates that the: single, incomplete zipfix device was returned from customer. The cut section, from the removal surgery between the device head and the body was not returned. This section also includes the lot number of the device. Sustaining engineering cannot identify a specific root cause which would explain the patient outcome. In general, infections to the surgical wound which can lead to eroded skin have many root causes which are not related to the implant device used. However, product development cannot exclude the device as an potential root cause. Therefore, this non-manufacturing investigation is closed by sustaining engineering as in-conclusive, since it cannot be excluded that the device was involved in this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.